Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to loose/protruded drive support disk. No alarm noted. The insulin pump received with cracked reservoir tube and battery tube threads.

Event description:
It was reported that the insulin pump alarmed during the prime process. The current blood glucose reading is over 600 mg/dl. Insulin squirts out during the manual prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.